Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8 atmospheres upon first inflation. The alleged device able to remove without problem with the usual method. The procedure was completed with another of the same device. There were no complications reported and the patient in good condition after the procedure. It was further reported that procedure performed was percutaneous coronary intervention.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres upon the first inflation. The device was removed with the usual method. The procedure was completed with another of the same device. There were no complications reported and the patient in good condition after the procedure.